Event description:
It was reported there were baclofen ¿withdraws¿ with an onset date of (B)(6) 2013. The adverse event was reported to be unrelated to the study drug, but related to the malfunctioning pump. The severity of the event was noted as ¿severe.¿ the adverse event stop date was (B)(6) 2013. There was a malfunction of the pump. It was later reported the pump ¿sustained a fatal event¿ and required immediate revision. The pump was being used to deliver gablofen. The dose was changed from 609 micrograms (mcg) per day to 645 mcg/day from (B)(6) 2013. The dose was not changed due to the adverse event. The patient was seen in neurosurgery for a scheduled appointment due to the pump needing to be replaced. It was determined the pump was malfunctioning. The patient was sent to the emergency department (ed) to be admitted. The patient presented with a malfunctioning pump and complained of some muscle stiffness in the legs bilaterally. The patient was in ¿florid baclofen withdrawal¿ on (B)(6) 2013. The dose was returned to the ¿normal¿ dose of 609 mcg/day and was preoperatively managed with oral baclofen to attenuate the withdrawal. The florid symptoms of baclofen withdrawal had resolved, but the patient had stiffness in the lower limbs. Surgery was performed. The pre-operative diagnosis was spasticity. The procedure was listed as a pump and catheter replacement under fluoroscopic guidance. The 20 milliliter (ml) pump was replaced with a 40 ml pump. It was noted the patient¿s language skills were significantly less than average, but described her perceptions as ¿weird.¿ the patient reported her feet felt weird. The patient was hypotonic on the right side lower limb. It was noted that creatine kinase (¿ck¿) was trending down, but was later noted as within normal limits after being abnormally high presurgically. The pump was interrogated and reprogrammed increasing the dose +6% on (B)(6) 2013. There was clinical evidence that recover from withdrawal was incomplete. The patient moved her lower limbs very little on command. The next day the patient was doing well with a ck level of 120. The wound was dry. Spasticity improved in the lower limbs following baclofen dose adjustment. The patient¿s vitals were stable. There was an abdominal binder in place. The patient¿s legs had some stiffness. The patient was given tramadol for pain on (B)(6) 2013 and was prophylactically given heparin three days later. The event required or prolonged hospitalization. The outcome was reported as ¿resolved¿ on (B)(6) 2013. It was later reported the event was life threatening.

Manufacturer narrative:
(B)(4).

Event description:
Information following the pump replacement was also reported under manufacturer report # 3007566237-2014-01319 [the pump was interrogated and reprogrammed increasing the dose +6% on (B)(6) 2013. There was clinical evidence that recover from withdrawal was incomplete. The patient's legs had some stiffness. The patient was given tramadol for pain on (B)(6) 2013 and was prophylactically given heparin three days later. The event required or prolonged hospitalization. The outcome was reported as resolved on (B)(6) 2013.]. Any additional information received regarding events following the pump replacement will be reported under this manufacturer report number 3004209178-2014-13329. Additional information received reported the cause of the event was pump malfunction and the pump was not working. In the discharge summary, it said upon arrival to the office her its pump was beeping, it was interrogated and found to have eri of (B)(6) 2013 and battery on the pump was not working. She was in obvious withdrawal/ had symptoms of baclofen withdrawal with red, flushed face, hypertension and worsening spasticity&#56224;no further information was provided.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(6), implanted: (B)(6) 2006, product type catheter. (B)(4).